Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection was performed and the device presents the spring tip broken from the body. Moreover, the spring tip and the body are severely kinked and bent. Evidence of fluids were found on the spring tip. All the outer diameters and the sum of the body with the spring tip are within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-06931. It was reported that the burr "got stuck slightly." The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 1.75mm rotalink¿ plus and rotawire were used to treat the target lesion. During the procedure, ablation was performed and it was noted that the burr "got stuck slightly." The burr was removed from the patient and was found to be stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06931 it was reported that the burr "got stuck slightly". The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 1.75mm rotalink¿ plus and rotawire were used to treat the target lesion. During the procedure, ablation was performed and it was noted that the burr "got stuck slightly". The burr was removed from the patient and was found to be stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.